Event description:
A cartridge alarm was reported with the pump. The impact on the customer¿s blood glucose level is unknown as the customer declined to provide details. The customer was instructed to load a new cartridge, which resolved the alarm, and the pump resumed normal operation, allowing the customer to continue insulin therapy.